Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked past 2nd o-ring when removing plunger rod. Customer also reported that blood glucose was high and did not receive any alarm or alerts. Customer's blood glucose was between 500 mg/dl and 600 mg/dl, which were treated with insulin pump and water. Customer reported that sets had not been changed for a week and will have a visit with healthcare professional regarding settings.